Event description:
It was reported that the patient experienced syncope when the right ventricular (rv) lead exhibited no capture at 8 volts and 1.0ms due to high thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead (B)(6) 2010. (B)(4).